Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a foot surgery procedure for unknown reason. The surgeon asked for a bme elite implant. A drill guide kit and drill kit were opened as well. The drill guide was used to drill holes and when the continuous compression implant (cci) was inserted it would not deploy from the inserter. The cci was removed and the tech tried to release the cci and could not by hand. An instrument was used to get the staple off the inserter. At this time the doctor asked for a competitive staple in the same size and it was used without event. Two holes were drilled for the cci. The procedure was completed successfully with a surgical delay of five (5) minutes. There was no patient consequence. Concomitant devices reported: elite compression implant drilling templates (part number el-dts, lot unknown, quantity 1), elite compression impl drill kit with 3.0mm drill bit (part number dk-300, lot unknown, quantity 1). This report involves one (1) elite compression implant kit 18x18x18mm 2 legs. This is report 1 of 1 for (B)(4).